Manufacturer narrative:
(B)(4). Initial implant date is just under 2 years; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review could not be performed as the provided lot number 796844 does not corresponds to the part number 08.803.131s. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with opal spacer on an unknown date. The patient was revised at l4/5 tlif and l4-s1 plf on (B)(6) 2017 due to unilateral radicular pain. The opal cage backed out of the intervertebral disc space just under 2 years after it was implanted. It was partially located in the central spinal canal/intervertebral foramen with half of it remaining in the disc space and causing nerve irritation (unilateral radicular pain). Fusion did not occur at this level (l4/5). The implant was removed and autograft/allograft inserted into the disc space to achieve fusion. Patient outcome post-surgery is unknown. The revision surgery went as planned. This report is for one (1) opal spacer 10mm x 28mm 11mm height/revolve-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot number unknown. UDI: (B)(4) expiration date unknown(10)lot number unknown. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.